Manufacturer narrative:
Continuation of d10: product ID 977a275 serial#(B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received form multiple sources regarding a patient implanted with a neurostimulator (ins). Sepsis was reported. Currently still in hospital. Patient went to ER (B)(6) 2025 near her hometown and was eventually transferred to a hospital where the explant took place. Antibiotics required. Devices were discarded.